Manufacturer narrative:
According to the customer on (B)(6), "my husband was sitting on the walker seat. Because it's difficult for him to get on his feet, he needs to spread his feet out then shift toward the end of the seat, pulls his legs in before lifting himself up using the handles. The design of the brake sticks out a bit from the wheel. That metal piece puncture him in the ankle. It was a very deep puncture, broke a blood vessel and ended up with multiple stiches and off his feet for several days". There was no further information. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer on (B)(6), "my husband was sitting on the walker seat. Because it's difficult for him to get on his feet, he needs to spread his feet out then shift toward the end of the seat, pulls his legs in before lifting himself up using the handles. The design of the brake sticks out a bit from the wheel. That metal piece puncture him in the ankle.